Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05528. The pt received her scs system on (B)(6) 2011 including 4 percutaneous leads. Two of the leads were implanted for off-label use. It was reported the pt was not getting adequate stimulation and stimulation was being provided in the wrong area. An sjm rep could not provide the pt with adequate stimulation via reprogramming. X-rays were taken and revealed all four leads had migrated. An sjm rep tried to reprogram the pt on another occasion and was unsuccessful. The pt plans to undergo surgical intervention on a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.